Event description:
Cold pack 5 air compressor applied for 20 minutes. Was told by distributor that these packs do not require a towel, so none was used. Patient comfortable throughout treatment. Upon conclusion of treatment area over medical aspec of knee found to have scared;crinkled skin which eventually blistered. Patient seen by m.d. For blisters sustained during cold pack treatment. Packs now being used w/towel between skin and packdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: modification of device - by user, sterilization, incorrect technique/procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.